Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced blood glucose (bg) levels ranging from 50-100 mg/dl; cause was unknown. Customer did not provide information on treatment for low bg. Reportedly, customer wanted to adjust settings due to personal preference. Tandem technical support guided customer through adjusting pump settings.

Manufacturer narrative:
(B)(4).